Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of rtad (230mm in length). It was reported during the index procedure, the delivery system was inserted in to the patient and the outer sheath of the delivery system had a kink which caused insufficient support of the outer sheath of the delivery system. The delivery system was unable to reach the lesion. It was stated that after many attempts the delivery system was withdrawn and the operation ceased. Per the physician, the cause of the event was due to patients anatomy; anatomical distortion of aorta. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported stent graft kink could not be confirmed from the films returned. Complete pre-implant CT¿s were not provided and a complete assessment of the patient¿s anatomy could not be performed, and additional images during implant were also not available. Review of two (2) pre-implant 3d reconstruction CT¿s images revealed that the patient had a dissected thoracic aorta. The arch was acutely angulated and the descending thoracic was moderately tortuous. Images distal to the renal arteries were not seen in the films; therefore, the patients iliac artery morphology and access vessels could not be assessed. Several short (7 ¿ 15 second) videos of an angiogram at an implant procedure (unknown study date) were returned. The films revealed that another manufacturer¿s device had been implanted into the proximal thoracic aorta just past the angulated arch. The next video¿s noted that 1 or more devices (unknown manufacturer) had been implanted distal to the previously implanted stent graft. Another device (likely a valiant stent graft) was then seen being delivered proximally and into the ascending thoracic. There appeared to be difficulty tracking the device thorough the aorta and other components. The proximal device was not seen completely deployed in the films and therefore could not be con firmed if implanted or removed from the patient. No obvious device issues were observed. It is possible that the cause of the reported stent graft kink, leading to the inability to reach the lesion, may have been anatomy related. Images distal to the renal arteries were not seen in the films; therefore, it is also possible that the patients iliac artery morphology and access vessels may have also contributed to the kink. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a gap of 2.5mm was observed between the taper tip and graft cover; specification is 1-1.5mm. The graft and graft cover were curved, and a slight kink was observed to the graft cover. No further damage was noted to the device. The graft was deployed with no abnormalities noted. A slight kink was observed on the inner member post deployment of the graft. The damage to the returned device was consistent with resistance during advancement and confirmed the reported event. If information is provided in the future, a supplemental report will be issued.